Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used with a drain. The reservoir could not be locked after emptying the reservoir. Another reservoir was used for the patient. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint# pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A sample was received for analysis. Failure mode reported by customer was reviewed, during the sample evaluation the plate was found to be broken. Sample was evaluated and locking mechanism was broken. When locking mechanism is broken the plate remains open and it is not possible to assemble a sample with a broken locking mechanism at the manufacturing line. Therefore other external causes could have affected the product integrity such as handling, improper usage or any other possible contributor. Based on the present analysis and sample evaluation had a broken locking mechanism. However, not related to manufacturing process. It¿s considered that other external causes could have affected the product integrity such as handling

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.